Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the retaining ring actively separates. The procedure was completing as planned with no reported injury.